Event description:
Caller reported a cartridge alarm issue with their pump, specifically alarm 20, which led to a high blood glucose reading. The exact value was not specified, but it displayed as "high." To address the high glucose level, the customer administered a correction bolus via the pump. Reportedly, the customer reverted to an alternate form of insulin therapy.